Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the front therapy electrode (te). The patient's skin was red but not open. The patient consulted his physician who provided the patient with a topical treatment. Follow-up indicated that the rash had improved with use of the topical treatment.